Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the paramedics were called and customer was hospitalized due to low blood glucose. Caller stated that the customer's wife found him unconscious called paramedics and customer was taken to intensive care unit. Caller also stated that the customer has not regained consciousness since the adverse event. Nothing further was reported.